Event description:
The customer returned the BRONCHOVIDEOSCOPE to the service center for a separate issue. During the device analysis, the investigator indicated a chipped objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Reasonably known information suggests probable causes such as Material problems like: Degredation. Mechanical problems like: Device Migration; Stress; Wear and Tear; Leakage; Lubrication. These causes can occur between components such as Mesh; Tube; Cover; Label; Cannula; Coating Material; Power Cord; Electrical Cable; Tip; Adhesive; Lenses; Electrode; Housing; Stain Relief; Handpiece; Access Port; Camera; and Connector/Coupler; Knob; Ring; Prong; Tube; Joint; Switch/Relay; Connector Pin; Plate; and lenses without any design or manufacturing issue. That could lead to Apperance issues.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.